Event description:
It was reported that the patient presented to the clinic for a follow-up on 23 jun 2021. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead which was being over-sensed. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.